Manufacturer narrative:
B4:06aug2021. It is unknown if any parts or repairs have been conducted. Multiple attempts were made to obtain the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit gives alarm 'alarm led failure". Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer. The remote service engineer advised the customer that the recommended repair for the alarm led failed diagnostic error is to replace the power switch overlay.